Manufacturer narrative:
Eval: conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
The catheter was found to have a crimped distal end. The catheter was not inserted into the patient.